Manufacturer narrative:
Investigation: on (B)(6) 2025, while the laboratory technician was adding blood culture sample into the biofire bcid2 panel pouch, the force used to inject the sample caused a sensation of acute pain and the technician felt something "slip" in their wrist. This resulted in need for an x-ray. On (B)(6) 2025, the customer stated that "the technician was still feeling pain and couldn't show up to work because of it." When asked if there had been any additional medical intervention due to the injury and what the intervention was, they stated that no additional medical intervention was required, and the patient was in a brace for the time being. When asked if the biofire bcid2 panel pouches were harder than normal or was this something that happened just as an accident, they stated that the pouches were normal and thought it was just an accident. The customer also reported that this injury was recorded with all other workplace injuries, where occupational safety and health administration can see an injury occurred and stated that this injury is not one that meets the requirements to have to single it out for a separate report to osha. Based on assessment by the biofire medical affairs team, it is highly unlikely that loading a biofire bcid2 panel pouch could contribute to this event. The motion required to inject the hydration is unlikely to cause any wrist injury. The process of pouch hydration using an injection vial is a standard procedure outlined in the biofire bcid2 panel instructions for use (IFU) (www.online-IFU.com/iti0048) and does not require any specialized skills. Additionally, the action of puncturing the seal involves a straightforward motion that is not associated with any wrist-straining movements. Additionally, user feedback is that the system is very easy to use and allows samples to be easily loaded into the pouch. Review of complaints over the last three years suggests that wrist injury associated with the biofire bcid2 system is a rare event. Conclusion: the concern about injury during loading of biofire bcid2 panel pouch was documented in the investigation. This issue is likely not due to a specific lot and it is not suspected that there was an issue with the biofire bcid2 panel.

Event description:
Summary: (B)(6) informed biofire of a user injury after loading a biofire blood culture identification 2 (bcid2) panel pouch. The customer stated that they thought this injury was due to an accident. An initial report was submitted out of an abundance of caution. However, based on assessment by the biofire medical affairs team, a serious incident did not occur, and it is highly unlikely that loading a biofire bcid2 panel pouch could contribute to this event. The concern about injury during loading of biofire bcid2 panel pouch was documented in the investigation.

Manufacturer narrative:
Investigation: on (B)(6) 2025, while the laboratory technician was adding blood culture sample into the biofire bcid2 panel pouch, the force used to inject the sample caused a sensation of acute pain and the technician felt something "slip" in their wrist. This resulted in need for an x-ray. On (B)(6) 2025, the customer stated that "the technician was still feeling pain and couldn't show up to work because of it." When asked if there had been any additional medical intervention due to the injury and what the intervention was, they stated that no additional medical intervention was required, and the patient was in a brace for the time being. When asked if the biofire bcid2 panel pouches were harder than normal or was this something that happened just as an accident, they stated that the pouches were normal and thought it was just an accident. The customer also reported that this injury was recorded with all other workplace injuries, where occupational safety and health administration can see an injury occurred and stated that this injury is not one that meets the requirements to have to single it out for a separate report to osha. User feedback is that the system is very easy to use and allows samples to be easily loaded into the pouch. Preliminarily review of complaints over the last three years suggests that wrist injury associated with the biofire bcid2 system is a rare event. Conclusion: n/a for initial report.

Event description:
Summary: allina health laboratory (minneapolis, mn) informed biofire of a user injury after loading a biofire blood culture identification 2 (bcid2) panel pouch. It is unknown if the injury resulted or could have resulted if left untreated in permanent damage, and the current state of user's injury is unknown. We are reporting this out of an abundance of caution.